Event description:
It was reported patient presented to the clinic for device replacement. The patient has received non-sustained ventricular fibrillation episodes due to interferences. The lead was explanted and replaced. The patient was okay after the event.

Manufacturer narrative:
.

Manufacturer narrative:
A partial lead with the lead tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 49.0-50.5cm from the lead tip, consistent with lead friction to ICD can. The etfe coating was intact at this location.